Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the expedium 5.5 driver broke while inserting a screw. The patient was not affected and there was no adverse consequence to the patient. There were no fragments generated and no surgical delay reported. The procedure was completed successfully. Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity: 1). This complaint involves one (1) device.